Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby mode. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device was not staying in standby mode. The device was under a contract, so the customer requested onsite service. The remote service engineer (rse) informed the customer that the flow sensor assembly may need to be replaced to resolve the reported issue. The customer was unable to perform troubleshooting, so the rse created an onsite work order (wo) for the customer to have an authorized service provider (asp) dispatched to evaluate and repair the device; however, the customer ultimately canceled service and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.